Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). Pt had pocket pain for the last few months and didn't really use their stimulation anymore. Pt's pain has gotten much better over the last year and did not really see an improvement with it on. Pt has had a stimulator for a long time and decided they did not want it anymore. Rep never had the chance to talk to pt before the procedure date, pt was not mad or disgruntled with the device, pt was just ready to have it removed since they very rarely had it on anymore. Plus the battery pocket was sore in certain positions and or activities pt would be doing. Pt's implant was removed.